Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up visit in (B)(6) 2006, it was found that the patient had received multiple therapies in (B)(6) 2006 after being in an argument. The therapies were suspected to be inappropriate. The patient had been well since.